Event description:
Additional information provided from the field indicated that a revision procedure was performed (for a non-related issue involving the left ventricular lead) and during the surgery, it was observed that the ra lead was not fully inserted into the header of this device. The ra lead was reinserted into the device and afterwards no abnormalities were observed. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This event will be updated if further information concerning the revision procedure is provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch had occurred as this patient¿s device and right atrial (ra) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. Isometric maneuvers performed by the patient produced fluctuating measurements and some myopotential oversensing involving the ra channel, however, no pacing inhibition occurred. The system was left in unipolar configuration and the patient will continue to be monitored. The device remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicates that there was a drop in pacing impedance measurements involving the device and ra lead, however none of the measurements were out of range. A revision procedure is being planned soon and the integrity of the system will be tested then. For now, the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.